Manufacturer narrative:
H3: product analysis found that visually, there was a reddish-brown residue on the distal outside diameter of the outer tube. Additionally, there were indentions in the chevrons on the proximal end of the inner hub when returned. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece, ran in forward mode at 12,000rpm, and cut saw bone with no issues. As per the received product analysis and images the blade was not broken or no fragments detached. No fault/damage to the blade. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or the device is likely to cause or contribute to a death or serious injury if the malfunction is recurred. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, blade core was detached/broke. User found it broken when removed from handpiece. The procedure was completed with new blade. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.